Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urge incontinence. The trial started on (B)(6) 2018. The patient stated that her lead came out. The patient advised to contact her doctor. No further complications were anticipated/reported.